Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 23138 on the universal surgical manipulator (usm1). The customer attempted to recover the fault, but the issue persisted. The customer opted to disable the usm1 and proceed with the case with the remaining three usms. The customer provided images of the system and the faults 23138 and 23007 were confirmed by the technical support engineer. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set-up joint (suj). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the suj. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set-up joint (suj) was analyzed and system logs found error 23138, a hall edge to edge fault on suj tornado, indicating that a motor encoder is loose thus confirming the fault occurred in the field. It was also coupled with error 23118 indicating motor encoder incremental track has slipped. The unit was installed onto a golden system in normal mode where it triggered error 23138 when pressing tornado switch thereby replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed tornado encoder test with encoder error 1123 in the log. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the chipencoder virtual absolute (cva) in the distal suj.

Event description:
Refer to h11 for follow-up information.